Event description:
It was reported that the insulin gauge was inaccurate and static. The customer is using the cartridge for 5-6 days. Tandem technical support educated customer on cartridge use. Customer continued using the cartridge. Customer¿s blood glucose level ranged from 120-121 mg/dl.

Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.